Event description:
The tech alleged that the brakes do not hold at the head end of the bed. No pt impact.

Manufacturer narrative:
The tech found the brake support linkage is worn and broken. The tech replaced the brake support linkage to resolve the issue.